Event description:
Joint effusion [joint effusion], severe pain [pain], swelling [swelling], calcium pyrophosphate crystals in the joint [synovial fluid crystal present], gout [gout]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via sales rep regarding a female pt, age and initials not provided. The pt's medical history was significant for previous use of medical device implantation in the past. On an unspecified date, the pt initiated treatment with synvisc one (hylan g - f 20) injection, dosage regimen not provided. The lot number of synvisc one was not provided. It was reported that 48 hours after the synvisc one injection, the pt developed severe pain and swelling. On unspecified dates, the pt had two emergency visits with a traumatic bloody aspiration and also experienced gout. The pt's knee was aspirated again and synovial fluid analysis revealed calcium pyrophosphate crystals in the joint. The action taken with synvisc one was not provided. The outcome for all the events was not yet recovered. Relevant concomitant medications were not provided. The intensity for the event of pain was assessed as severe and intensity for the events of joint effusion, swelling, calcium pyrophosphate crystals in the joint and gout was not provided. The reporting physician did not provide the relationship between synvisc one and all the events.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.